Event description:
The customer reported that one bed dropped from the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that one bed dropped from the central nurse's station (cns). The customer saw and corrected the issue at 8:30 on dec 12, 2024. The customer has uploaded the log files to be reviewed. There was no patient injury reported. Investigation summary: the customer failed to provide logs in a timely manner for investigation. The root cause could not be determined. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitors (bsm): model #: 6701, serial #: (B)(6), device manufacturer date: ni, unique identifier (UDI) #: ni, returned to nihon kohden: no.

Manufacturer narrative:
The customer reported that one bed dropped from the central nurse's station (cns). The customer saw and corrected the issue at 8:30 on (B)(6) 2024. The customer has uploaded the log files to be reviewed. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitors (bsm): model #: 6701. Serial #: (B)(6). Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: no.

Event description:
The customer reported that one bed dropped from the central nurse's station (cns). There was no patient injury reported.